Event description:
It was reported that during a laparoscopic roux-en-y procedure, the tip of the device broke off. Another like device was used to complete the procedure. There was no patient consequence.